Event description:
It was reported that the patient with this Implantable Cardioverter Defibrillator (ICD) experienced severe pain post implant procedure. In addition, the patient felt stabbing and burning sensations and was informed to take medications for the pain. This device remains in service. No adverse patient effects were reported.